Event description:
Breg received legal notice of filed lawsuit with use of pain care product. Patient had left shoulder surgery on (B)(6) 2002 and alleges that breg pain pump was used. Patient now alleges glenohumeral chondrolysis and degeneration of cartilage.